Manufacturer narrative:
Model: 694958, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds. The right ventricular (rv) lead also exhibited high thresholds as well as oversensing. The clinical decision was made to cap and replace both the ra and rv leads. No patient complications have been reported as a result of this event.